Event description:
Order number (B)(6): (3) dim segment on led display. Npr - no product returned. It was reported that the customer is replacing the display board due to (3) lvp with dim segments. Although requested there was no other additional information provided at this time. Biomed stated to cancel this order .

Manufacturer narrative:
The reported issue that the display board had dim segments could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; no device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Manufacturer narrative:
The reported issue that the display board had dim segments could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; no device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
Order number (B)(4): (3) dim segment on led display. Npr: no product returned. It was reported that the customer is replacing the display board due to (3) lvp with dim segments. Although requested there was no other additional information provided at this time. Biomed stated to cancel this order.